Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the right ventricular (rv) lead exhibited sensing issue. No intervention was made. There were no patient consequences reported.